Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor stopped working occurred. The allegation was confirmed as signal loss over one hour was found. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of sensor stopped working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.